Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet bionic pancreas and requested assistance with a full supply change, including the cartridge; insulin delivery was resumed after guided troubleshooting, and no device alerts or alarms for prolonged severe hyperglycemia were reported. Symptoms included worry related to high blood glucose. Outcomes included no use of backup therapy, no medical intervention, no assistance required, and no hospitalization. Investigation included guided troubleshooting and education with successful resumption of insulin delivery, as well as follow-up attempts. Investigation of this case revealed that the cause of the hyperglycemia remained unclear after supply replacement and continued monitoring without further incident reports. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.